Event description:
We have been having an issue with the b/braun brand of tamper evident caps luer lock syringe caps. They will attach to the syringe fine, but when pulled apart, there are plastic particles that are being released from the plastic clear top. Red tops with plastic clear tops.